Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh/bso. It was reported that the patient underwent mesh revision on (B)(6) 2008 due to urinary retention.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 06/28/2016. It was reported that the patient underwent cystocele repair with anterior mesh insertion, anterior sacral colpopexy, and cystoscopy on (B)(6) 2009 by dr. (B)(6) due to recurrent symptomatic cystocele and mixed urinary incontinence.